Event description:
It was reported that an insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined follow-up with technical support.